Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that the fact that the invisalign system aligners caused or contributed to the patient symptoms of tight throat with difficulty breathing and facial rash. This event is being filed as an MDR since the patient was prescribed epinephrine to alleviate the reported symptoms of tight throat with difficulty breathing and facial rash while the invisalign system product was being used.

Event description:
The patient reported symptoms of tight throat with difficulty breathing and facial rash. The patient reported visiting the emergency room multiple times and an allergist due to the reported symptoms. The patient reported being prescribed epinephrine and has been taking benadryl to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners.